Event description:
Reporter of product complaint: patient. Summary of product complaint: whisperject lock up after 5 uses. Date of occurrence: unknown. Was the product taken/administered?: yes. Can manufacturer call patient for follow up? Yes. Can manufacturer arrange for product pick up? Yes. Md aware and drug therapy continues unchanged. No further details or lot/expiration information were reported. Reported to (B)(6) by: patient/caregiver. Dates of use from (B)(6) 2018 to current. Diagnosis or reason for use: multiple sclerosis.